Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a skin closure, few seconds, right before the device was used, the needles bent and detached from the thread. There was no injury caused to the patient and no medical intervention was required.